Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial and right ventricular leads exhibited noise reversions. The atrial lead exhibited noise and due to that inappropriate mode switching. No intervention was performed. There were no patient consequences and will continue to be monitored.